Manufacturer narrative:
Complete information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Hold for ac 4/6 the customer observed falsely elevated co2 results generated on the alinity c processing module for one sample. The customer repeated the sample as it did not match clinical history and the result was lower. The following data was provided: processed on (B)(6) 2023, sid (B)(6) initial result = 48 mmol/l repeat result = 20 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting a discrepant co2 result generated on the alinity c processing module, serial number (B)(6). Service performed extensive troubleshooting including replacement of the sample pipettor head (c-35016490-01) as the part had buildup on it and was bent. Part replacement resolved the issue. No additional discrepant result issues have been reported since the part was replaced. The sample pipettor head (c-35016490-01) was determined to be the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module, sample pipettor head (c-35016490-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, sample pipettor head (c-35016490-01), was identified.